Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center is unable to display image during connection of the endoscope. Furthermore, an e300 "clv scope err" code occurred. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the device was not returned and the cause of the phenomenon of ¿no image during connection of the endoscope¿ could not be identified. The cause of the phenomenon can be surmised as due to a connection failure of the endoscope given the possible cause of e300 error and solution that is stated in the instruction manual, the instruction manual identifies the following related verbiage which may have prevented the phenomenon: ¿3.1 precautions for installation and connection: properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result. Further inspection findings: e300 error. Olympus will continue to monitor field performance for this device.